Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The insulin pump passed the stop current and run current tests. Unable to verify motor position encoder error alarm or perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had bleeding lcd glass, cracked reservoir tube, reservoir tube lip and minor scratched display window.